Manufacturer narrative:
The device has not been returned for evaluation. Customer called olympus technical assistance center (tac) support to troubleshoot. Tac advised the possible causes of the b30 and e216 are both scope communication error that can cause by either the scope or the clv-190. Tac instructed the customer to reseat the maj-1933 cable between the clv-190 and the cv-190 while it is powered off and recommended the customer to clean the scope contacts with 70% isopropyl alcohol. Customer advised if this issue continues to send the cv-190 for evaluation. The issue was resolved by the customer. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus e216 and b30 (scope communication error) error messages occurred on the evis exera iii xenon light source prior to an unspecified procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Corrected fields: e2: correcting from no to yes. E3: correcting to biomedical engineer. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of errors e216 and b30 could not be determined. The issue was able to be resolved through troubleshooting, where it was discovered that the detachable accessory caused the issue. Olympus will continue to monitor field performance for this device.